Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg.